Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that when the device was disconnected, some solution remained in the device. The device was filled with 4800 mg of fluorouracil and diluted with sodium chloride. The fill volume was 98ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.